Manufacturer narrative:
The technician isolated the issue to the utv circuit board. He replaced the circuit board to repair the bed.

Event description:
The account stated the nurse call doesn't work on the bed.